Event description:
Customer reported insulin leaked from the luer lock connection during a cartridge change. The cartridge in use was expired; however, the customer could not tell which accessory caused the leak. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.